Event description:
It was reported that the patient's pump was being checked after a magnetic resonance imaging (MRI) scan, however, an error code was present and the pump could not be interrogated. The patient was positioned in an electric wheelchair at the time. The wheelchair was turned off and the patient was relocated to the hallway to reduce the potential of electromagnetic interference, however, this did not resolve the problem. Two different programmers were also attempted without success. This device system delivered lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter: product ID 8840, serial# unknown. Product type: programmer, physician: product ID 8840, serial# unknown. Product type: programmer, physician. (B)(4).